Event description:
Caller reported an alarm 2 followed by alarm 26, which was linked to an occlusion event earlier in the day. The customer's blood glucose level remained within normal range, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. No further assistance was needed, and the case was closed by cts.